Event description:
The suspect device user obtained results in the 500's mg/dl. They went to the ER and their glucose was in the 300's mg/dl on a hospital meter. No treatment was provided. Controls were not used. The device was replaced and requested to be returned for evaluaiton.